Event description:
New information received notes that the physician alleged premature battery depletion on the pacemaker (pm). The pm was explanted and replaced on (B)(6) 2021. Patient recovered and was discharged.

Manufacturer narrative:
The reported events of premature discharge of battery and longevity anomaly were not confirmed. The device was returned at elective replacement level for analysis. Electrical and longevity analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient felt uncomfortable and was sent to hospital. Upon interrogation, it was found the pacemaker (pm) had a elective replacement indicator (eri) alert. It was suspected to have been caused by premature battery depletion. No intervention was performed. Patient condition was stable and being monitored in hospital.